Manufacturer narrative:
A ge service rep performed an onsite investigation. The ac input cable was evaluated and reconnected. The surge board was evaluated and replaced due to an intermittent drop of input voltage. The system was tested and found to be working as intended and returned to service.

Event description:
The customer reported that the system shut down on its own and would not complete boot up following this event. No pt injury or death was reported related to this issue.